Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 7 on the display of their freestyle libre reader upon test strip insertion and blood sample application. Customer further reported that they experienced loss of consciousness. No further details were reported. There was no report of death or permanent impairment associated with this event.